Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "something wasn't turned on" with their implantable pulse generator (ipg) and they are since feeling a rhythmic vibration in their hands. The ipg and lead remains in use. No further patient complications have been reported as a result of this event.